Event description:
It was reported, via a literature article report, that male patients underwent feminizing gender affirming breast surgery with unknown mentor gel breast implants from 2017 to 2022. One case of bilateral capsular contracture baker grade unknown, one case of bilateral implant malposition, two cases of unilateral hematoma, and two cases of anisomastia were reported, with four of the patients undergoing surgical intervention.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: migration, capsular contracture, hematoma, anisomastia. Manufacturer¿s reference number: (B)(4).